Event description:
The product was evaluated. An external visual inspection was performed and failed. The allegation was confirmed. The probable cause was determined to be a missing sensor wire. No additional patient or event information is available.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
The complaint states a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. Upon insertion of the sensor, the patient stated that it hit his funny bone nerve and sent a painful shock through his fingers and arm. He removed the sensor pod and the sensor wire was missing. The following day, he had sharp pain in his pinky and ring fingers with certain arm movements. He went to urgent care where an x-ray was performed, and the images showed that the sensor wire was visible in the arm. The healthcare personnel (hcp) referred the patient to a general surgeon for follow up. The patient spoke with dexcom¿s medical safety team on (B)(6) 2020 and reported that they saw the surgeon on (B)(6) 2020. The surgeon informed the patient that due to the small size and location of the sensor wire, they declined to remove the wire surgically and suggested that the patient refrain from physical activity for about a week. At the time of the call the patient indicated that he had a bruise in the sensor insertion area and no longer had the painful shocks or tingles. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.